Event description:
Pt is a (B)(6) premature infant in the nicu at (B)(6) hosp. Argon 26gauge 1.9 fr PICC catheter broke in half below the wide hub outside of the pt. Blood backed up through the end of the catheter that remained in the pt. Catheter removed from the infant without difficulty. Had occurrence of the same issue with the same catheter in (B)(6) 2011 and (B)(6) 2012 not reported to the FDA. Have heard anecdotal reports of this problem occurring at (B)(6).